Manufacturer narrative:
It was alleged that a patient had and allergic reaction; no medical prescriptions required. It was confirmed no serious injury was associated with this incident. The patient is doing fine.

Event description:
It was alleged that a patient had an allergic reaction to vectortas screws.